Event description:
It was reported that this lead was exhibiting farfield atrial oversensing. Intervention was required. Due to the limited information received, further follow-up to obtain related details was not possible.